Event description:
Optease ivcf placed 2008 found to be multiply fractured and to have caused caval occlusion. Filter removed with forceps with great difficulty in multiple pieces, ivc and iliac stents placed for caval occlusion. Cardinal health (distributor).